Event description:
The pt was being fed using a pump, an unk amount of an enteral feeding solution was hung, and the pump was set to deliver 40 ml/hr. 480 ml were delivered in 8 hours vs. The prescribed 12 hours. There was no illness, injury or medical intervention resulting from the event. One pt involved.